Manufacturer narrative:
The device was not returned. Device in wrong position: the cause of the device in wrong position was use related to patient movement as the pump became dislodged while transport team was loading patient and the patient had an aggressive cough.

Event description:
The complainant reported that patient was implanted with an impella cp due to acute myocardial infarction and cardiogenic shock. The impella cp device became dislodged during patient transport due to an aggressive cough resulting in migration into the aorta. It was confirmed using waveforms and ultrasound that impella was in aorta and was unable to be repositioned. The impella was explanted. The patient remained stable following device removal.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.